Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received critical pump error and the pump was exposed to water. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the insulin pump performed safety checks and the error was found. The issue was not resolved. The customer will discontinue to use the device and the pump will be returned for analysis.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. Critical pump error (open book image) alarm was confirmed, suspected on hw. Please see below for pump errors/alarms noted 2 days prior to the event date 04-jul-2023 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: 07/04/2023 16:50:11.000, 07/04/2023 16:51:16.000, 07/04/2023 16:55:33.000, 07/04/2023 16:56:12.000, 07/04/2023 17:06:00.000, 07/04/2023 17:17:03.000, 07/04/2023 17:17:33.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 07/04/2023 16:46:53.000 to 07/04/2023 16:55:28.000. Pump error 23 alarm was recorded and found in the formatted history file on: 07/04/2023 17:07:04.000. 07/04/2023 17:17:17.000. Power loss alarm was recorded and found in the formatted history file on: 07/04/2023 17:16:06.000, 07/04/2023 17:16:14.000. 07/04/2023 17:18:18.000, 07/04/2023 17:18:26.000. Replace battery alert was recorded and found in the formatted history file on: 07/04/2023 17:18:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, low battery alert and replace battery now alarm noted 2 days prior to the event date 04-jul-2023 in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed batt alert/battery failed alarm and replace battery alert were expected since the battery in the pump is low on power. The customer may have used a low power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Unable to test for failed battery alert/battery failed alarm, pump error 23 alarm, power loss alarm and replace battery alert due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm, pump error 23 alarm, power loss alarm and replace battery alert were unknown. Pump error 130 alarm was recorded and found in the formatted history file on: 07/04/2023 16:40:44.000 to 07/04/2023 16:46:39.000. Pump error 130 alarm was confirmed, suspected on motor assembly. Pump error 82 alarm was recorded and found in the formatted history file on: 07/04/2023 16:45:54.000. 07/04/2023 16:46:14.000. Pump error 82 alarm was confirmed, suspected on hw. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly and battery compartment noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Critical pump error (open book image) alarm, e/a alarm, pump error 130 alarm and pump error 82 alarm were confirmed due to corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.